Event description:
Four drug-eluting stents implanted at the mid lad (ref MFR report # 2953200-2009-01515 - 2953200-2009-01518). Stent diameter was 2.25 mm, total stent length was 65mm. Late stent thrombosis is reported to have occurred 34 days post initial procedure. The delivery system has not been received for eval, therefore, analysis of the device cannot be completed. No device malfunction was reported. Antiplatelet therapy was interrupted. Stent thrombosis is listed as a potential adverse effect in the endeavor rx IFU. There is no identified inadequacy in the endeavor rx IFU in relation to the reported event.

Manufacturer narrative:
Eval results: stent thrombosis.